Event description:
Medical record reviewed 1/20/1999. Pt was admitted for aicd lead fracture on 12/21/1998. "Pt had lead removed and a new medtronic aicd lead model 6943-65 was advanced without difficulty via the left subclavian vein to right ventricular apex." Further testing performed on 12/23/1998. Pt was discharged to home on 12/26/1998 in stable condition.